Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product list 2k91-39, that has a similar us product distributed in the us, list 2k91-33. Patient identifier does not contain enough spaces, the entire ID is (B)(6). The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect ca19-9xr on (B)(6) 2021 with sid (B)(4) of 496.91 u/ml on a patient with no medication and no MRI findings. The patient is a (B)(6) year old female (race/ethnicity of asia/japanese) with intraductal papillary mucinous adenoma of the pancreas. Architect ca19-9xr testing was performed to check disease progression. Initially, the sample tested architect ca19-9xr >1200, >1200 and 496.91 u/ml with 1:10 dilution. The patient has a historical result of ca19-9 of 13.3 u/l ((B)(6) 2021, with no MRI findings). Additional testing was cea of 3.03 ng/ml, ca125 ii of 15.1 u/ml, ca15-3 of 8.6 u/l. The sample was sent to another laboratory for ca19-9 reproducibility testing, dilution linearity testing and neuraminidase treatment. Reproducibility testing showed ca19-9 of 1162.39 u/ml (unknown method). Dilution linearity testing showed poor results. Neuraminidase treatment showed a marked decrease in the measured values (<2.00 u/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 19025m800. A ticket search for lot 19025m800 did not identify an increase in complaint activity related to the issue. A review of ticket trending data for the architect ca 19-9xr was performed with no adverse trends identified. Labeling was reviewed and found to adequately address the issue under review. Device history record review was performed on lot 19025m800 which did not show any potential non-conformances, deviations, or non-conformances related to the issue. The historical performance of reagent lot 19025m800 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 19025m800 is inside the established control limits, which indicates acceptable product performance. Based on the investigation, no systemic issue or product deficiency of the architect ca 19-9xr reagent lot 19025m800 was identified.this follow-up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.